Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a breach in the catheter was confirmed and the damage appeared to be associated with use. One used powerglide pro midline catheter and two unused catheters from the same lot (reds1202) were returned for investigation. Dry blood residue was observed within the used sample. The extension set had been attached to the hub. The catheter on the used sample extended 7.45cm from the distal end of the green oversleeve. The unused catheters each extended 10.0 cm from the distal end of the green oversleeve. The distal end of the catheter was microscopically examined and the cross section was noted to be glossy and striated, which is indicative of a sharp instrument cut. No damage was observed on the unused samples. The instructions for use (IFU) state, ¿do not allow accidental device contact with sharp instruments. Mechanical damage may occur.¿ the characteristics of the damage were consistent with damage associated with use. No damage associated with the manufacturing process was noted on the unused samples. A lot history review (lhr) of reds1202 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide midline broke off in the patients arm. The catheter was completely removed from the patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds1202 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide midline broke off in the patients arm. The catheter was completely removed from the patient.